Manufacturer narrative:
The hillrom technician found that all 4 casters needed to be replaced. Per the hillrom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all 4 casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician that the bed's brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).